Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited an out of range pacing impedance measurement that ativated the lead safety switch (lss) feature. Boston scientific technical services (ts) attempted to retrieve additional information, however, was unsuccessful. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.